Manufacturer narrative:
The pump would not be returned for evaluation, as it was disposed of by the hospital staff. The increases in power and driveline fault alarms that were referenced in medwatch follow-up #1, were reported under MFR. Report # 2916596-2015-00044. A direct correlation between the device and the reported event could not be determined. Review of the submitted log file showed pump power ranged from approximately 6-8 watts with intermittent elevations up to 12.2 watts. The observed power elevations appeared to correlate with elevations in flow to 10.5-11.5 lpm from a baseline of 6.5-8.5 lpm. The average pulsatility index ranged from approximately 6.2-2.4. The data recorded in the log file and the patient¿s clinical symptoms appear indicative of potential pump thrombosis; however, the presence of thrombus could not be confirmed because the pump is not available for evaluation. The instructions for use lists thrombus and hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the lvad was not working properly; however no cause was determined. The patient underwent echocardiograms and chest CT scans for further troubleshooting. The patient was continued on aspirin, warfarin, IV heparin and persantine due to possibility of thrombus formation in the lvad. The patient reportedly remained clinically stable with the addition of dobutamine and her mean arterial pressure was reported to be stable.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received on (B)(6) 2015 that the patient continued to experience the reported issues of increases in power and driveline fault alarms. The patient was moved up to 1a status on the transplant list and received a heart transplant on (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was in the hospital for an unrelated issue, the patient¿s labs were drawn which showed an international normalized ratio (inr) of 1.3, a total bilirubin of 2.5 mg/dl and a lactate dehydrogenase (ldh) level of 900 u/l. The patient¿s labs from the previous week had showed an inr of 10, followed by 2.6 a few days later. The patient¿s ldh was 400 u/l, which was within normal limits for her, and a total bilirubin of 1.0 mg/dl. The patient was administered heparin and IV fluids.

Manufacturer narrative:
Approximate age of device: 68 days. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.